Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/14/2023, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve is stuck to the ar-9676 angled reamer shaft. This was discovered after use in a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Functional testing was not performed on the returned ar-9597-20 due to there being an ar-9676 angled reamer shaft stuck inside the device that cannot be removed. Visual evaluation noted that there was an ar-9676 stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.